Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 225cc saline breast prosthesis, cat. #3501630, serial #(B)(4) . (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 225cc and mentor smooth round moderate profile 250cc saline breast prostheses. Patient developed skin wrinkling in both breasts. Wrinkling was diagnosed by palpation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 225cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 05/21/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was received without fluid. Foreign material wasn¿t observed within device and on shell surface. Upon receipt the device appears intact. No anomalies were observed. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Wrinkling is reported to occur more frequently with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Complaint was not confirmed. Wrinkling/folding is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).